Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-66 (supply voltage of cpu circuitry is too high) alarm. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. All testing passed successfully with no issues relating to the reported condition. The f-66 alarm was not identified during device evaluation. However, an additional issue, f_38 alarm, was found during evaluation, which is being addressed in related (B)(4). Should additional relevant information become available, a supplemental report will be submitted.